Event description:
The clinic reported that a laser vision correction patient presented on (B)(6) 2014 with dry eye and superficial punctate keratitis in both eyes 6 months post treatment. Treatment date was (B)(6) 2014. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of vision not clear and feels dry. Account reported that patient's symptoms resolved as (B)(6) 2015 and event has not significantly interfere with daily activities. Bcva pre-op (B)(6) 2013: right eye 20/20 -2.00 x -1.00 x 30; left eye 20/20 -2.25 x -1.50 x 162. Bcva post-op (B)(6) 2014: right eye 20/15 .00 x -.25 x 30; left eye 20/15 .00 x -.25 x 150.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.